Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was found at 6.4-7.6cm from the distal tip, consistent with lead friction to a feature of the heart. Externalized conductors due to internal inssulation abrasion was found at 13.2-15.3cm and 13.3-15.3cm from the distal tip. Internal insulation abrasion was found at 35.1-36.2cm from the distal tip. The etfe coating was intact at all abrasion locations.